Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a blisters that opened and bled. There was no alleged device malfunction contributing to the irritation. Patient was told to remove the lifevest and to use an anti-biotic cream by a physician. Patient reported that he is allergic to the sun and they have been a factor. Follow up indicated that the skin is healing quickly.